Event description:
The issue reported involved an incorrect time and date setting on a device, which was corrected with assistance from customer support. There was no adverse impact on the customer's blood glucose level as the levels remained within a safe range. Customer support guided the caller in updating the pump settings and advised monitoring the situation. The caller understood and acknowledged the guidance provided.